Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported a patient with residual prescription 15 years post lasik in the right eye. The patient underwent a photo refractive keratectomy (prk) enhancement procedure. An antineoplastic agent was used for 30 seconds. Alcohol was also used to help remove the epithelium. The patient was given a topical antibiotic, topical steroid, and preservative free artificial tears to use post-operatively. A bandage contact lens was placed on the eye. Approximately one month later, topical steroid medications was tapered and patient was switched to a different steroid medication. Approximately two months post procedure, a loss of best corrected visual acuity was noted. Patient has stopped all steroids. Punctal plugs were inserted and artificial tears continue to be used. Patient will continue to be monitored. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria. Production of this type of excimer laser started around eight years after the original surgery occurred. No additional investigation had to be made as it can be excluded that the laser caused or contributed to the original surgery. The enhancement with the excimer laser shows no abnormalities. No technical or clinical issue can be identified. There is no indication a device malfunction caused or contributed to the reported event. The root cause cannot be identified as no information on the product used for original surgery treatment was provided. (B)(4)